Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead appears to be showing loss of capture (loc) and high capture thresholds. The lv lead remains in service at this time. No adverse patient effects were reported.